Event description:
A customer in (B)(6) reported a discrepant identification in association with the vitek® ms instrument. The customer stated the isolate was an oxidase-positive gram-negative cocci. The vitek ms identified neisseria meningitides, while the vitek 2 identified neisseria cinerea / weaveri / elongate with a low discrimination. The customer sent the sample to a reference laboratory that used bruker mald-tof and molecular methods, and obtained the same results as the vitek 2. The strain was cultured on a blood agar (oxoid). The customer stated results were reported more than two weeks later and the patient was not treated. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: conclusion on the system was operational during the tests. The customer's spot preparation quality was good during testing. The "all peaks number" from the calibrator strain is quite homogeneous - it can be extrapolated to sample spot preparation. Conclusion on the identification: the strain has been returned and full 16s sequencing has been organized. The strain has been identified as neisseria spp.the closest species is neisseria cinerea but the 16s gene discriminatory power is too low to distinguish the species. N. Meningitidis, n. Cinerea and n. Polysaccharea have a percentage of identification higher than 99%. It is not possible to identify the strain at the species level, which is why the final identification is neisseria spp. Vitek® ms gave neisseria meningitides which is one of the neisseria species given by the sequencing. Consequently, there was no misidentification.